Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a three prong intergrated cassette was received with black tubing. The black coloring was stated to be on the inside of the tubing. There was no patient injury or medical intervention indicated. No further information was provided.

Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. The reported problem was verified. Visual inspection identified black inside of the patient line tubing. The cause of the event was determined to be manufacturing related. The black coloring is a flash caused by an arc during the welding process that burns the tubing. The burn does not impact the functionality of the unit. Should additional relevant information become available, a supplemental report will be submitted.